Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a cav (cavernous) aneurysm. During pipeline deployment, it was reported that the device would not open distally. Deployment of the pipeline continued and the proximal end would not open. After several failed attempts were made to open the device, the physician attempted to retrieve it. During retrieval, the capture coil pulled the distal segment causing it to open in the anterior curve of the ica (internal carotid artery). The capture coil was then pulled and it passed the proximal end without fully opening it. An alligator retrieval device was used in an attempt to open the proximal end but without success. A decision was made to end the procedure. An angiogram will be done at a later date to see if any intervention is needed. No injury was reported with the patient as a result of the procedure.